Event description:
On 25-aug-2025, the user reported that their cartridge fell out of the pump shortly after a supply change (the user thought that the cartridge was put incorrectly). The agent walked the user through reattaching the cartridge and resuming insulin delivery. The user's highest blood glucose (bg) recorded was 367 mg/dl. Symptoms included dry mouth and thirst during the event. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.